Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they could not charge the implanted battery and the screen was blank and didn¿t come on. Troubleshooting found that the recharger and programmer were functioning as intended and the patient was seeing the programmer screen to charge the implant. The patient stated they had laid down to charge for three hours a week ago and the implant charge level never moved and they had watched the coupling level to make she it had full coupling. The patient mentioned that they did not wear the recharger belt because they were ¿short waisted¿ and the belt did not hold the recharger antenna in place when they move around while recharging. The patient reported they had charging problems since implant and believed it was due to the implant site being too low; the site was close to their hip bone. Further information received from the consumer reported that they had to hold it in place with their hand while sitting up and it made it sore. The patient noted it took 2.5-3 hours to fully charge and they get tired holding. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.